Event description:
Related manufacturer reference numbers: 2017865-2021-32250. It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial and right ventricular (rv) leads had increased capture thresholds. Physician suspected the cause to be clavicle crush. Both leads were explanted and replaced. Patient condition was stable throughout.